Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, infection, fistula, reentry buccal lamella gone, implant extracted and new one placed.